Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was 519 mg/dl. The customer was released on (B)(6) 2017. The customer was wearing the insulin pump at the time of the hospitalization. The customer¿s current blood glucose level was 126 mg/dl. The device will not return for analysis.